Manufacturer narrative:
Initial.

Event description:
It was reported that the patient experienced hyperglycemia after eating sweets and announcing an incorrect meal size, with a highest continuous glucose monitor reading of 340 and continued elevation later in the day; the patient uses an ilet system with an inset infusion set on the arm and fsl3+ cgm. Symptoms included feeling unwell consistent with hyperglycemia. Outcomes included no health consequences or lasting impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem, a usage problem related to improper or incorrect procedure, and involvement of the user interface. It was concluded, based on previously established findings for similar reports, that failure to follow instructions and unintended use error caused or contributed to the event.